Event description:
Litigation alleges that the patient suffered and continues to suffer from pain and serious bodily injury. It is also alleged that her cobalt chromium levels were high.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This is a duplicate report of 1818910-2012-83740. This report, 1818910-2012-18059, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-83740.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A review of the device history records for lot codes 2605786 and 2731516 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.